Event description:
It was reported that the ilet did not charge or power on after being placed on the beta bionics charging pad and wall adapter, and the family later observed the device exterior coated in insulin following a suspected reservoir leak with no corresponding blood glucose change. Symptoms included no alerts or alarms and no reported hypoglycemia or hyperglycemia. Outcomes included replacement of the charging pad and subsequently shipment of a replacement ilet, with the original device returned. Investigation included troubleshooting of the charging system, assessment of charging indicators and orientation, outlet checks, removal of cases, and evaluation for potential electromagnetic or liquid interference. Investigation of this device revealed evidence consistent with fluid exposure and a potential insulin leak compromising device function, with device non-responsiveness to charging despite correct accessories and setup. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to fluid intrusion leading to charging and power failure.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."